Event description:
It was reported that the customer administered an extend bolus but was larger than needed and did not eat the appropriate amount of carbohydrates after. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.